Event description:
The customer reported that the insulin pump had beep/audio anomaly. Customer stated she left the light turned for an hour to deliver a bolus and the insulin pump was constant noise. Troubleshooting was done. Customer's blood glucose was 167 mg/dl. Performed self test and test passed. The customer was advised to monitor the insulin pump and report back if issue persists. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).